Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Performed pre-fill test to reservoir and no air bubbles during analysis were noted. Checked the o-rings/stopper groove for defects and none were found. Also ran basal, bolus leaking test and no air bubbles or leaks were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose over 400 mg/dl. The customer stated that the high blood glucose started 378 mg/dl. The customer stated that the insulin pump was not delivering insulin. The customer's blood glucose was 160 mg/dl at the time of call. The customer stated that they treated the high blood glucose with insulin pen. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer performed high pressure test and the insulin pump failed. The reservoir will be returned for analysis.